Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected information, as the investigation summary was erroneously left out of the previous report. The following sections were updated/corrected: b4, h2, h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Medical records were not provided. With the available information, a definitive root cause could not be determined. No corrective, preventive or field action was taken following the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: report source south africa customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was a damaged affixus humeral nail targeting guide during surgery. The tooth that stabilizes the targeting guide to not rotate around the nail is broken. Attempts have been made and additional information on the reported event is unavailable at this time.